Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer stated the touchscreen would not allow the re-calibration to be performed and ¿bad touch detected¿ error was observed when initially attempting the touchscreen calibration. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.